Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an of an unknown chemo therapy set was leaking from unspecified location. This issue was identified during patient infusion via a spectrum infusion pump. There was no report of patient injury or medical. No additional information is available. Intervention associated with this event.